Event description:
End user loaned the lift chair to family member. End user reportedly had no prior problems with the chair. Family member reportedly was sitting in the lift chair going into lift position. Family member was halfway up, and the chair wouldn't go down. Family member went to reach for walker and family member fell. End user's family member sustained a fracture to the left arm.